Event description:
Pt inserted their cls in the am ou. Pt noted discomfort in their left eye later in the day and continued to wear lenses until "about 8 or 9 o'clock that evening." Pt experienced severe pain when the lens from the left eye was removed. Exam the next day ecp noted "corneal ulcer with inflammatory response and stain with fa." "Imp: corneal ulcer, superior to apex, os. Rx gentamycin qid; pred forte qid." Exam 2 days later ecp noted: "much improved and 80% clear. Va 20/30 without correction. Slight stain fa. Inflammatory response decreased. Cont with current meds- return 5 days." Exam 7 days later "no fa stain @ ulcer area; inflammatory response nil; va 20/20 with correction; small scar @ ulcer area superior to visual axis; pt states certain lights reflect and gives a glare; advised that scar was minimal and likely to reduce in time. Rx: alrex x10days. Pt to return in 30 days to dr or if not to here for re-ck."